Event description:
It was reported that the 9900 system had a low ma error message. No patient injury reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The high voltage supply regulator board was replaced and the generator calibrated during the service call. The system was tested and found to be working as intended, and put back into service.